Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not working correctly and there was no alleged event. On (B)(6) 2016, it was clarified that the product was destroying the graft, it needs to be recalibrated. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by on december 14, 2016 revealed that the thickness lever was not working properly causing the calibration to be out of specification. The head, swivel, and throttle lever on the device was also damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on december 14, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, swivel, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the thickness lever was not working properly causing the calibration to be out of specification. However, it was also revealed that the head, swivel, and throttle lever were damaged. The root cause of the reported was due to the thickness lever was not working properly causing the calibration to be out of specification. It is unknown why the thickness lever did not work. However, it was also revealed that the head, swivel, and throttle lever were damaged. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not working correctly, no alleged event. No adverse events were reported as a result of this malfunction.